Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the e 200 generator to resolve the issue. The system was tested, verified as ready for use. Intuitive surgical, inc. (Isi) received the product for failure analysis evaluation. The unit was analyzed and the reported issue was confirmed, but it could not be replicated during inhouse testing. Two errors were identified in system logs on the e 200 generator detecting a hardware failure and could not continue, which support that the fault occurred in the field. Visual inspection found no issues related to the reported concern, and per the e 200 testing matrix, the unit passed all required tests. Engineering determined this is a known software anomaly that can occur when vessel sealer extend instrument make contact human tissue, and therefore the issue cannot be replicated in-house. As a result of this investigation, failure analysis was unable to identify the root cause.

Event description:
It was reported that during a procedure, the operating room staff contacted technical support after the e 200 generator faulted a second time and required a restart, and they began connecting a backup generator. The technical support representative confirmed the curved vessel sealer was being used and asked whether the issue occurred during sealing or cutting, but staff were unsure. The technical support representative then provided troubleshooting guidance by advising that tissue be kept within the instrument jaw hashmarks, noting that fault 25952 had been observed as associated with that behavior. The customer reported event has no report of patient injury.